Manufacturer narrative:
Block d4 lot number: there were two lot numbers provided for capio slim. At this time, lot number 0035389425 has been selected. A supplemental report will be submitted if additional information becomes available. Block b3 date of event: the exact event onset date is unknown. The provided event date of april 8, 2026, was chosen as a best estimate based on the date of service. Block h6: imdrf device code a0501 captures the reportable event of bullet dart detachment.

Event description:
It was reported that during a sacrospinous ligament fixation procedure using a capio slim, the bullet detached from the suture on two separate monodek sutures. Initially, the bullet was thought to be lodged in the pelvis; however, it was later determined to be retained within the channel on the capture side of the device. The procedure was completed using another capio device. There were no patient complications reported. Note: this manufacturer report pertains to the first of two devices used during the procedure.